Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that non-detachment was encountered with an axium prime bare 3d coil. The patient was undergoing middle meningeal artery embolization surgery. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. Radial access was obtained and access to the middle meningeal artery was obtained with an echelon 10 microcatheter inside of a 6f rist catheter. An apb coil was advanced through the echelon 10 microcatheter to the target location. The coil advanced smoothly and deployed as expected. The detachment marker was advanced past the coiling marker on the echelon and the instant detacher (ID) was placed over the device and firmly seated. The sliding mechanism was pulled back fully and released. The delivery wire was slowly pulled back, however, the coil remained attached. The coil was advanced back out of the microcatheter to the desired position and the delivery wire was manually broke at the detachment marker, however, the coil remained attached. After 2 more attempts of manually breaking and pulling on the detachment string, the coil remained attached. The coil was removed withoutinjury to patient or complication. The coil was replaced with a new coil of the same model and size to complete the procedure. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The physician attempted to detach the coil with the instant detacher 1 time and did not try to detach with another instant detacher. There were 3 manual attempts at detachment via the hypotube. It was noted that there was no issue with the instant detacher. Ancillary devices included a 6f 96 cm rist guidecatheter, echelon 10 45° microcatheter, and synchro2 soft guidewire.

Event description:
Additional information received that prior to coil non-detachment, there were no issues encountered. There was no pushwire damage observed after removal from the patient. The cause of the non-detachment was not determined.

Manufacturer narrative:
Product analysis #(B)(4):equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): an axium prime coil was returned for analysis within a shipping box and within a resealable biohazard bag. The axium prime coil was returned without the introducer sheath. Visual inspection/damage location details: upon inspection the axium prime coil pushwire was found to be broken at actuator interface not attached to coupler tube and ~4.2cm from proximal end. This is indicative manual detachment attempts were made at these locations. The coin and release wire were found to be removed from pushwire assembly. The shield coil was found to be broken. The implant coil was found to be already detached and returned. The implant was found to be stretched and damaged. No other anomalies were observed. Testing/analysis (including sem reports): the distal outer jacket was removed. The lumen stop and retainer ring were found to be visually in good condition. The coin was found to be visually acceptable. The lumen stop was unable to be accurately measured. The retainer ring was found visually acceptable; however, was unable to be accurately measured. Conclusion: based on the analysis performed, the customers report of ¿non-detachment¿ was unable to be confirmed as the pusher was returned with the implant coil already detached. The implant coil was found damaged. Possible causes for coil damage are patient vessel tortuosity, device was not hydrated, continuous flush was not administered during procedure, advancing device against resistance or damaged during shipment. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.